Event description:
This device was found to be in safe program mode post lvad. Despite multiple attempts, telemetry could not be obtained to remove the device from safe program mode or turn it off. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the device interrogation confirmed that the ICD was operating in safety backup mode. The inspection revealed that the device switched into safety backup mode on (B)(6) 2013, as a result of the detection of invalid memory content. By design, the ICD performs self-checks. In general, the device is equipped with the ability to detect and repair invalid memory content. However, in the case of multiple invalid memory areas, the device cannot correct the memory content and switches into safety backup mode to assure the patients safety. While in this safety program, the ICD is capable of delivering anti-bradycardia and anti-tachycardia therapies. Upon interrogation a device status error message appears to notify the physician. After the manual correction of the invalid memory content, the device was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In summary, the clinical observation resulted from invalid memory content. The invalid memory content was automatically detected by the device leading to the activation of backup mode, to assure the patients safety. After the correction of the invalid memory content, the device proved to be fully functional. Particularly, the corrected memory content remained stable. Therefore, it cannot be excluded that the presence of invasive external influences, such as strong electromagnetic fields may have contributed to the clinical observation.